Manufacturer narrative:
Additional information: section h.6. The recipient was reportedly re-implanted with another advanced bionics cochlear device on (B)(6) 2025. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's issues have reportedly resolved. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced electrode extrusion into external auditory canal (eac) due to cholesteatoma. The recipient's device was explanted. The recipient will be reimplanted at a later time.